Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had surgical revision, hernia recurrence, chronic abdominal pain, and mesh breakage.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, adhesions, frequent abdominal pressure, and grapefruit sized ball on belly. Post-operative treatment included medication.

Manufacturer narrative:
Regulatory report # (B)(4) sent on 12/07/2019 stated this event was no longer reportable. However, a review of additional information determined this is now a reportable event. All fields of this report have been updated and corrected to reflect the case as described to us by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.